Event description:
It was reported that several bd plastipak¿ syringes contained foreign matter. The following information was provided by the initial reporter: "we have recently had several 20ml bd plastipak syringes that appear to contain small slithers of plastic in the air space at the top of the syringe between the tip of the syringe and the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one photo sample was provided to our quality team for investigation. Through visual inspection, a white fiber, which appears to have the characteristics of a polypropylene particle, can be observed within the fluid path. A device history review was performed for the reported lot 2110126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment.

Event description:
It was reported that several bd plastipak¿ syringes contained foreign matter. The following information was provided by the initial reporter: "we have recently had several 20ml bd plastipak syringes that appear to contain small slithers of plastic in the air space at the top of the syringe between the tip of the syringe and the plunger."